Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer needed to plug the charging cable into the pump usb port multiple times in order for the pump to successfully begin charging. Blood glucose was 120 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.